Event description:
It was reported, the catheter was not functioning per a dye study. The catheter was fractured in the lumbar spine at the lp site. The catheter was replaced on (B)(6) 2013. The pump was delivering preservative free normal saline. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).